Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a power loss alarm, pump error 23 alarm (post-reset ram crc alarm) and a blank display on the insulin pump. The customer also reported a loss of communication between the insulin pump and transmitter and the loss of communication between insulin pump and the mobile application. The customer also reported a loss of communication between the insulin pump and meter. Blood glucose value at the time of event was 210 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-431ak, mmt-342g, mmt-1884l, mmt-7841zn, mmt-7040a, mmt-6102. Troubleshooting was performed for the loss of communication between devices: the insulin pump and transmitter, insulin pump and mobile device and the issues were resolved. Troubleshooting was performed for the blank display and the display returned within 30 seconds. Troubleshooting was performed for the power loss alarm and pump error 23 alarm, the customer was able to clear the alarm and complete the insulin pump rewind. The customer was advised to monitor the insulin pump. Troubleshooting was declined by the customer for high blood glucose event. No further patient complications were reported. No product return is required for mmt-431ak. No product return is required for mmt-342g. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-6102.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. Pump error 23 was noted which was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. Pump error 23 was found in the history files on 07/05/2025 05:06:04.000. Unit successfully communicated to test mobile phones, iphone, and android. No lost connection to test mobile phones noted during testing. Pump communicated and calibrated properly with test bg meter. Pump was monitored with bg meter and no lost connection noted during testing. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on pcba 1 and pcba 2.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Unexpected battery power loss not confirmed. No communication pump to transmitter (unresolved) was not confirmed. Pump error 23 was not confirmed. Blank display not confirmed. No communication with mobile was not confirmed. No communication pump to meter was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.